Event description:
The catheter was pre-flushed with a 10ml syringe. The catheter was then inserted into the patient and when flushed, fluid leaked out of the side of the catheter. The clinician pulled the catheter out and it snapped in two pieces.

Manufacturer narrative:
H.6 - results - a review of the device history record revealed no discrepancies associated with this complaint. One used catheter tubing was received in two separate pieces for analysis. Using a 10ml syringe and a water/bleach mix, the technician performed a pressurized fluid leak test (clamped the distal end of the catheter tubing at the area of separation using a hemostat with padded tips) and observed no leakage. The technician identified jagged edges and cracks on the broken ends of the catheter tubing. Conclusions - the technician was unable to determine the root cause of the incident reported. The catheter may have separated in the same area that was noted to have leak fluid. Bd first PICC catheters are 100 percent inspected throughout the manfacturing process. A pull test is also performed to ensure catheter strength and integrity.